Manufacturer narrative:
The product has not been returned to cordis for evaluation and testing. This file is considered closed. Inability to cross is typically related to vessel tortuosity, guiding catheter, guidewire selection, stent selection, and lesion morphology.

Event description:
The stent delivery system did not cross the lesion. The stent was hanging off the distal tip of the catheter.